Event description:
It was reported that the device was too slick, which resulted in it being dropped on the ground and contaminated. A 1.50mm rotapro catheter was selected for an atherectomy procedure. During preparation and after removal from packaging, the device was accidentally dropped on the floor. The device was said to be too slick and slipped through their hands. The procedure was completed with another 1.50mm rotapro catheter. No patient complications were reported.